Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device had intermittent operation and would not go in reverse. There was a delay in surgery; however, the duration of the delay was not specified. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Returned to manufacturer: the returned date to manufacturer was documented as apr 14, 2015 in the initial report. It has been updated to may 13, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.